Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that she missed an anti-e and anti-k when using biotestcell 1&2 on tango optimo sn #(B)(4). Both samples were reran on tango optimo sn #(B)(4) and yielded correctly positive results. The customer returned neither the supposedly defective product biotestcell 1&2 nor the samples that had caused false negative test results. Therefore our quality control laboratory tested their retention sample of biotestcell 1&2 with samples and controls, e.g. Anti-e and anti-k of proficiency testing on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers. The wash manifold was cleaned and the needle alignments verified. A qc run that was performed after this invention showed good results. The patient sample was run and the instrument was able to detect the antibody. System performance was validated and found to run within manufacturers specification.